Manufacturer narrative:
The insulin pump was monitored for 24 hours with 2.0 basal rate passed self test and displacement test. The insulin pump functioned properly. No max delivery alarm noted during testing. The insulin pump was programed several bolus and were properly saved on pump bolus history. No bolus anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with scratched lcd window, crack case near display window corners and crack reservoir tube lip. The insulin pump was received without the original pump belt clip. No damage on pump belt clip slot noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and a max delivery alarm. The customer's blood glucose was high at the time of incident. The customer stated that they treated the high blood glucose with bolus. The customer declined to troubleshoot. The insulin pump will be returned for analysis.